Manufacturer narrative:
A field service engineer was dispatched to the site. The catalytic converter, oil mist filter and vacuum pump oil were replaced to resolve the odor/smells issue. The unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to odor/smells to be "low." The parts were not returned for functional analysis. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(4) no code available, throat irritation.

Event description:
An international customer reported an event of a "strong smell to oil" (odor) emitting from the sterrad 100s sterilizer. One healthcare worker (hcw) experienced a reaction of throat irritation. The hcw did not seek or receive any medical attention/treatment and is reported to be "good." A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event.